Event description:
It was reported that the patient underwent a sling procedure. The plastic sheath was left in place and inside the patient on one side of the tape. It was reported that the original procedure was unsuccessful, and during 10/2005, the plastic sheath was removed from the patient and a new sling was placed. The patient has not had any additional postoperative complications.

Manufacturer narrative:
While failure to remove the sheath may not cause risk from lack of biocompatibility, it does prevent ingrowth of tissue into the tape so that it remains secure and effective. Consequently, it is not surprising that the original operation failed. However, the problem still arose due to surgical error. The product performed appropriately.